Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 1 burst of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed report with the clinician. Device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to unspecified infection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 1 burst of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed report with the clinician. Device remains in service. No additional adverse patient effects were reported.